Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave over-sensing. Corrective changes to the device were scheduled but not yet performed. No patient consequences were reported.